Manufacturer narrative:
The device was not returned for eval. The customer reported that the cannula was not properly inserted in the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent insulin, which may indicate the cannula has dislodged," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that all above 250 mg/dl, follow the treatment above of your healthcare provider."

Event description:
The customer reported that her blood glucose was over 300 mg/dl within four hours of activating the device. When she removed the pod the cannula was not in.